Manufacturer narrative:
Continuation of d10: product ID: 3387s-40, lot# va2bjug, implanted: (B)(6) 2021. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturing representative. Manufacturing representative (rep) reported that cause of shocking feeling was due to the short circuit. Rep clarified that no interventions will be taken at this time as patient does not want to have surgical intervention to resolve issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387s-40 (lot: va2bjug); product type: 0200-lead; implant date (B)(6) 2021; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient has experienced periodic shocking sensations on left body that started after hitting his head a couple months ago. Hcp, with assistance from rep, tried to program around a short with electrodes 8 and 9 bipolar, without success. Hcp lowered the amplitude to see if that lowered the shocking sensation. Do not know yet if that helped. This was done on (B)(6) 2025. No other interventions done. Resolution unknown as of this report.